Event description:
Caller states that the patient read 3.9 inr on device uf0159815 while device uf0051108 read 2.7 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.